Event description:
During set-up,the device did not sound an audible alarm.the device was not reported to be in pt use.no harm was reported.on evaluation the alarm failure was confirmed.the digital board was replaced to correct the problem.